Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced redness and tenderness at the ipg site. As a result, the patient was admitted to the hospital, where an infection was diagnosed, and given IV antibiotics. The patient was discharged from the hospital and the infection cleared.